Event description:
"The patient had an anterior cervical discectomy and fusion (acdf) procedure performed (B)(6) 2009. A tether cervical implant and tether bone screws were placed. The patient developed a rash at the incision site radiating down her arm according to the patient, a family member also had a similar reaction following a total joint replacement and was found to be allergic to implant material. The patient surgeon and allergist are requesting a plate and screw to test to see if this could be causing the rash."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.